Event description:
The customer alleged that a questionable lipase result was obtained on the cobas integra 400 plus system. Initial lipase = 2.5 u/l repeat lipase = 20.4 u/l repeat lipase = 20.2 u/l repeat lipase = 20.5 u/l repeat lipase = 20.2 u/l repeat lipase = 20.2 u/l repeat lipase = 20.0 u/l repeat lipase = 20.6 u/l repeat lipase = 19.7 u/l repeat lipase = 19.7 u/l repeat testing was performed on the same analyzer. The customer stated that the 20.4 u/l result was released. The customer said there was, "no adverse affect to patient." Lipase reagent lot #: 61826101 the field service representative was unable to determine the exact cause of the event, but did state that, "a sticky gel like substance was noted on the probes." The sample tube configuration was adjusted to prevent gel penetration by the probes. Performance checks and quality controls were run.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.